Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer's family member reported getting an unspecified error message on their pxtra meter during sample application. The caller further reported "due the meter not working correctly it caused her doctor to give the wrong prescription and dosage for her insulin causing her almost to go into a diabetic coma." The product issue reportedly had started on (B)(6)2010 and the medical event occurred on (B)(6)2010. The customer reportedly experienced tremulousness, ringing in the ears and seizure. The paramedics were called and treated customer on the scene with orange juice with sugar. The customer was further transported to a health care facility where she was diagnosed with hypoglycemia; however, no treatment was reportedly administered at the hospital. There was no report of death or permanent impairment associated with this medical event.